Manufacturer narrative:
(B)(6) 2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
When brushing [toothbrush heads] sometimes come out. It¿s like the brush head doesn¿t click into the handle - oral-b [device breakage] heads for my toothbrush...they fit on but are very loose - oral-b [device connection issue] case narrative: female consumer via e-mail reported that her oral-b toothbrush heads did not fit properly on her oral-b pro 3 toothbrush handle and were very loose so when brushing, they sometimes came out. The oral-b toothbrush head did not click into the oral-b toothbrush handle. No injury was reported. (B)(6) 2023 case update: the suspect product lot number was p3165. The concomitant product lot number was 3cb23540734. No injury was reported. (B)(6) 2023 product investigation results: the suspect product was confirmed to be oral-b rechargeable toothbrush handle. The concomitant product was confirmed to be oral-b power oral care refills cross action antibac. No injury was reported.

Event description:
When brushing [toothbrush heads] sometimes come out. It¿s like the brush head doesn¿t click into the handle - oral-b [device breakage]. Heads for my toothbrush...they fit on but are very loose - oral-b [device connection issue]. Case narrative: female consumer via e-mail reported that her oral-b toothbrush heads did not fit properly on her oral-b pro 3 toothbrush handle and were very loose so when brushing, they sometimes came out. The oral-b toothbrush head did not click into the oral-b toothbrush handle. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.